Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the xl has an unidentified self test failure. There was no patient involvement.

Event description:
It was reported to philips that the xl has an unidentified self test failure. There was no patient involvement.